Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the clip broke on the vessel and remained in the pt. An xray had to be done to find the missing part and retrieve it. Operative time was extended more than 30 mins.